Event description:
The pt had 2 leads (from the same lot) implanted as part of her scs system. The pt reported her scs system was explanted due to an infection at the lead site. The pt stated a scab had formed over the area where the leads were implanted and upon removing the scab, at least one of the leads came out. Pt denied feeling any signs of infection, no fever, swelling or pain was present. Pt indicated she had been receiving great stimulation since she was implanted.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices with the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.